Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Inspection of the qc data revealed that only results below 1.0, gave numeric results instead of the expected "<l" symbol. Fse reloaded the software, ran low qc four times, and received an expected <l result. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual rev h; appendix 1 - test files was reviewed. The assay conditions (sampling volume, calibration curves figure, and dilution factor) for individual analytes are entered in the test files. This chapter provides detailed description of the various items that go into the test files. Assay range low: specifies lower limit for assay range. Under range assay results are assigned the <l flag. <l: calculation failed due to assay result being under assay range (represented by assay range lower limit value in test file). The prolactin st aia-pack package insert states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to corrupt software.

Event description:
It was reported that the customer received low (-0.6 ng/ml) prolactin (prl) level 1, quality control (qc) with biorad lot 40350 on their aia-2000st analyzer. The customer stated that the current prl calibration rate for level 1 was 1.36ng/ml and level 2 was 80ng/ml. After recalibration, the level 1 prolactin result was 0.26ng/ml and level 2, 80.4ng/ml. The customer recalculated the -0.6ng/ml value and the second result was 0.7ng/ml. Technical support (ts) verified the customer's prl values and assisted the customer with troubleshooting by instructing her to change the assay low parameter to 10.0, saving the new setting, and then recalculating the result. The customer received a low result (<l). However, when the customer changed the setting back to an assay low of 1.0, saved the parameter, and recalculated the result; the customer again received a value of 0.7ng/ml, instead of the expected "<l". Of note, all patient values reported within the assay's reportable range. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prl. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.